Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete event information.

Event description:
It was reported the patient is without stimulation and the ipg was unable to communicate with the patient programmer. Ipg was explanted and replaced.